Manufacturer narrative:
Product investigation is in progress.

Event description:
The strings keep falling off before using them [device breakage]. Case narrative: relative reported via phone that their wife's tampon string falls off before use. No injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation

Event description:
The strings keep falling off before using them [device breakage]. Case narrative: relative reported via phone that their wife's tampon string falls off before use. No injury reported.